Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the sensor on the catch latch of full height 5 was not fully seated. The fse secured the sensor back into position, after which the drawer properly detected closure and normal operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open and displayed "failed to stay closed", with only 2 of the 3 led lights illuminated on the back panel. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.